Event description:
Complainant alleged that during a routine preventative maintenance check, the device intermittently had no video display. Also, the device displayed message code "status 56" the complainant indicated that there was no patient involvement in the reported failure.